Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse noted that during an infusion of epinephrine 0.02mcg/kg/min fluid was leaking from the pump module. Upon opening the device door, fluid "squirted" out from the tubing at the lower fitment. There was no patient harm.